Event description:
It was reported that the patient was having continued high powers which had been an ongoing issue. Log files were sent for review. Log files contained some power/flow fluctuations associated with multiple pulsatility index (pi) events. The pump power/flow appeared to be trending fairly neutral with average pi on a very slight negative trend. No other abnormal alarms or events were recorded. Continued monitoring of the patients parameters and labs was recommended. The cause of elevated pump powers was not identified, and the patient was asymptomatic from the events. The patient was restarted on aspirin for the elevated pump powers. The patient continues to have intermittent power elevations and there was no plan of care at the time but if the patient was to become symptomatic, they would be open to a pump exchange. The patient was admitted to the hospital on (B)(6) 2022 for anemia and received blood transfusions. The patient had no obvious signs of bleeding and other symptoms included shortness of breath with movement and fatigue at home. An upper endoscopy was completed, no source of bleeding was identified. The patient's anemia was still not resolved. Plan of care included ferrous sulfate, pantoprazole, and frequent outpatient monitoring.

Manufacturer narrative:
Related MFR # (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported anemia could not be conclusively determined through this evaluation. Evaluation of the patient¿s submitted log file confirmed minor elevations in pump power; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log file contained data from on (B)(6) 2022. The pump operated above the low speed limit for the duration of the log file. The log file recorded slight pump power elevations on (B)(6) 2022, approximately 1 watt over the patient's baseline. Some of the power elevations were captured during pi events. The log file appeared to show the system operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas IFU rev. C is currently available. Bleeding is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr (international normalized ratio) values. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.